Event description:
It was reported that the pace/sense impedances on the recently implanted right ventricular (rv) lead were varying/high. The lead was reset in the header of the device, which solved the problem. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.